Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from the mid-200's (mg/dl) to 365 mg/dl with ketones (15%). The cause of the bg level was unknown. The bg level was addressed with a bolus via the pump and a manual injection. The customer confirmed that an alternate method of insulin delivery was available.

Event description:
Reportedly, the parent administered a manual injection. However, the parent routinely assists the customer.